Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was diagnosed with the beginning of an abscess at the entry point of the peg tube and was hospitalized. The patient was treated with augmentin until (B)(6) 2019 and with an alcoholic bandage at the peg stoma for 10 days. On (B)(6) 2019, the wound was clean and antibiotic treatment was not prolonged.